Event description:
It was reported that the device was fractured and could not open and close.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 3.4mm grasper, it was noticed that the bottom of the grasper's jaw had a piece broken off. The piece was missing and was not received with the product. The probable root cause/s could be user mishandling or user excessive force, due to the bottom jaw of grasper having a broken piece. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was fractured and could not open and close.

Manufacturer narrative:
Upon investigaiton of the device a new failure mode was identified on (B)(6) 2015.